Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported a backup battery (bb) fault alarm with replace battery was seen on the system monitor. History showed "power cable disconnect". The bb was unplugged and plugged back in with resolution of the alarm. The bb was new and still had 30 months until expiration. Log files were submitted for review and captured bb faults on (B)(6) 2024 that appeared to have occurred after the system controller attempted a load test. The customer mentioned that they may change the system controller for a definitive fix. It was communicated on (B)(6) 2024 that the controller was exchanged, and the power cable disconnect alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the reporte4d event of atypical power cable disconnect alarms was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted and downloaded for review that showed overlapping events spanning approximately 5 days (12aug2024 ¿ 16aug2024, 23sep2024 per timestamp). Events occurring on 23sep2024 were recorded during testing at abbott. Backup battery fault alarms due to the backup battery not passing the load test were active from 15aug2024 from 17:23:13 ¿ 21:52:08. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on 15aug2024 at 23:19:33 for a system controller exchange. There were no other notable alarms active in the log file. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated a mock loop for an extended period during testing and no issues or alarms became active. Afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.